Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The cusotmer reported that they received no delivery alarm during priming. The customer's blood glucose was 440 mg/dl at the time of incident. The customer stated that the insulin did exit but the insulin was hard to push. The customer stated that there were no leaks and no air bubbles. The customer stated that the cannula was not bent. The insulin pump will not be returned for analysis.